Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported air-in-line alarms was unable to be reproduced. Device was sent for air-in line testing and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation reviewed the history log and found no occurrences of air-in-line alarms. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history identified the device has been service for the same issue within the last twelve (12) months. No correction was required during prior service return and all service actions were completed during the prior return.